Manufacturer narrative:
H3: the ins, model# 97715 serial# (B)(6), was returned for product analysis. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned ins passed all testing in the laboratory and no anomalies were identified. Telemetry was successfully established during bench testing. Good stable output was observed using all electrode pairs referencing one electrode with the returned ins. Using a clinician programmer to communicate to the ins, impedance was measured; normal impedance was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances of the ins when the ins was inserted into the pocket. Outside of the pocket, the impedances were ok. They repeated this situation many times, but it was always the same problem. The electrodes and the bifurcated extension are correct and there are no issues. They also used the wireless external neurostimulator (wens) and all impedances were good. The contributing factors were noted as "by inserting the ins in the pocket, high impedances occur." Diagnostics and troubleshooting performed included bending the extension outside and measuring the impedances; no problems occur. New electrodes and extension are implanted, so the only reason for the issue can only be the ins. They implanted a new ins and no further issue is recognized. The issue was noted to not be resolved at the time of the report. It was reported that surgical intervention occurred. The patient was alive with no injury at the time of the report.

Event description:
Additional information was received from the manufacturer representative. It was reported that the implant date was (B)(6) 2024. It was clarified that the problem occurred with an old ins; after implanting the new ins, there was no issue remaining. Normally, the change of leads was planned with high impedance. They changed the leads and extension and checked with an external neurostimulator, and the problem was solved. The old, already implanted ins was used and everything was fine until the ins was in the pocket. If they placed the ins in the pocket, impedance increased. The impedance outside was normal. They checked multiple times, but this was always the same. They tried disconnecting and reconnecting, but nothing helped. After that, the physician decided to take a new ins, and no issue occurred. They implanted the new ins and had not heard any issues. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.